Manufacturer narrative:
(B)(6).

Event description:
It was reported that the foot pedal was stuck. A rotablator console kit assy gen 230v was selected for use. Before the procedure, it was noted that the foot pedal could not bounce back. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.